Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as nausea, vomiting, abdominal pain and difficulty breathing. The customer¿s blood glucose level was 456 mg/dl at time of incident and treated with insulin pump and current blood glucose level was 283 mg/dl. Customer refused to continue troubleshooting since it was already 1 in the morning. Customer received a calibrate now alert outside of the expected timing. Customer reports the calibration icon shows a decreased time remaining. The devices will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.